Event description:
The information that was shared to me was that the tip broke off after getting lodged/stuck in heavy calcium. The tip was visible and was subsequently stented in the wall of the vessel at the lesion.